Event description:
It was reported that the left side of the wake button became unresponsive. Reportedly, only the right side of the button illuminates the pump. The customer's blood glucose levels was 200 mg/dl.